Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51pmpubl serial number/date code (B)(4) is approximately 6 years old. The owner's manual part number 1125085, rev.e (jul-05) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information was requested, however has not been received. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Customer states that "the chair is pulling to one side." Upon evaluation, technician found that the right motor has intermittent operation and needed to be replaced. Faulty part is being sent back for evaluation.